Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that during a case their quantum heater cooler was not maintaining temperature on the arterial side. The user reported not being aware of any alarms. After the case the heating and cooling was tested again without malfunction. There was no patient harm as a result of this malfunction.

Manufacturer narrative:
Device logs were reviewed and did not show unit returned to spectrum medical and investigated and endurance tested. The reported fault could not be replicated. The heater-cooler unit confirmed to heat and cool as expected. The heater-cooler underwent and passed a preventative maintenance inspection.

Event description:
User reported that during a case thier quantum heater cooler was not maintaining temperature on the arterial side. The user reported not being aware of any alarms. After the case the heating and cooling was tested again without malfunction. There was no patient harm as a result of this malfucntion.